Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, the patient found a crack across the middle of the display and the screen was blank. Patient reported that there was no trauma or moisture exposure to the pump, battery cap was secured, and the pump had power. Battery change did not resolve the display issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/07/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 03/19/2014 with the following findings: visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a blank display screen with the appropriate audible and vibratory functions. The display screen was observed to be cracked. The investigation was unable to complete the required performance test due to the blank/damaged display. The pump casing was open and the damaged display was replaced with a test screen. The test screen functioned properly.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.